Event description:
Device 1 of 3. Reference MFR report: 1627487-2011-09034, 09035. The pt received the scs system on (B)(6) 2011. It was reported that the pt feels pain at the site of lead incision and below ipg. Pt reported having lower extremity numbness when standing or sitting for an extended period of time. No redness or swelling is observed at the incision site. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.